Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information

Event description:
On (B)(6), it was reported by a sales representative via sems-(B)(4) that an ar-9831 ablation probe has some black tubing come off the sheath. Noticed during a case with no patient effect.